Event description:
Humidifier chamber in mechanical ventilator circuit became flooded with water causing "severe occlusion" alarm on ventilator. Patient was removed from ventilator and placed on another like ventilator without further incident or injury. Humidifier has automatic water feed which somehow overfilled the humidifier column -chamber- causing this occlusion. Manufacturer of humidifier states that it is possible that if circuit is repeatedly occluded from other means that the water reservoir can be "pumped" up with pressure and ultimately flood the column. We have sequestered the circuit, column, reservoir intact for inspection. We have tried to duplicate situation on another like system with partial succuss. The manufacturer states they are going to make an improved column shortly to eliminate this possible problem. The manufacturer is teleflex hudson rci. The device is concha IV. Circuit cat # is 780-32 column is 382-30. This is a heated wire ventilator circuit single use. It consists of the heater, patient heated wire circuit, water column and water reservoir. The parts effected are the circuit, column and reservoir.